Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted approximately 1cm below the origin of the right renal vein due to saddle pulmonary embolus and left iliac deep venous thrombosis. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient submitted to a CT scan approximately eleven years and three months post implantation. The report noted the superior tip of the filter tilted to the left. The patient also reports suffering from blood clots, clotting, and/or occlusion of the ivc, pain and anxiety.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and tilted and as a result, the patient is also reported to have experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), pain and anxiety. The patient¿s medical history leading up to the filter implant was significant for, morbid obesity with multiple medical problems, a recent intervention for incarcerated hernia with a difficult postoperative course, respiratory failure requiring temporary tracheostomy, methicillin-resistant staphylococcus aureus (mrsa) infection, and high-output enterocutaneous fistula. The patient was readmitted to the hospital with a fever and a computed tomography (CT) of the chest showed a saddle pulmonary embolus, and a left iliac thrombus was also identified on abdominal CT. The patient had been on lovenox and was started on intravenous heparin. Considering the clinical picture, limited pulmonary reserve, recent pulmonary embolism, iliac vein thrombosis, and the likely need of further surgical intervention in the near future, a recommendation was made for placement of an ivc filter and continued anticoagulation. The filter was placed via the right common femoral vein and deployed below the origin of the renal veins. The patient tolerated the procedure well with no complications. Approximately eleven years and three months post implant the patient submitted for a CT scan for evaluation of the filter. The report noted the superior tip of the filter tilted to the left. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt, thrombosis, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.